Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for screws of an unknown less invasive stabilization system (liss) unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: batista, b.b., salim, r., paccola, c.a.j., kfuri junior, m. (2014) internal fixators; a safe option for managing distal femur fractures? Acta ortop bras [online]; 22(3): 159-62. Available from url: http;//www.scielo/br/aob. The aim of this study was to evaluate the safety and reliability of the internal fixators [less invasive stabilization system (liss)] for articular and periarticular distal femur fractures treatment. This study is a retrospective data evaluation of 28 patients with 29 distal femur fractures fixed with an internal fixator liss. (There were originally 32 patients operated on, but 4 were excluded from the study due to lack of follow up.) There were 15 male patients and 13 female patients with a mean age of 47.3 years and they were evaluated from april 2002 to december 2008. Mean follow-up was 21.3 months. The 52% of the cases were open wound fractures. The 24% were type 33a (two 33-a1, one 33-a2 and four 33-a3), and 76% 33c type fractures (three 33-c3, seven 33-c2, and twelve 33-c3). The following complications were reported: one had pseudoarthrosis, nonunion, breakage of distal screws and revision. This is report 3 of 4 for (B)(4). This report is for an unknown less invasive stabilization system (liss) screws.